Event description:
It was reported that the lead exhibited impedance greater than 2500 ohms in bipolar mode. A chest x-ray revealed that the lead was broken under the clavicle. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.